Event description:
It was reported that "the capio needle passer does not pass to the other side of the capio when pressing the instrument set. Bleeding from the ligament because a small part of the needle remained in the ligament instead of returning to the capio". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the capio needle passer does not pass to the other side of the capio when pressing the instrument set. Bleeding from the ligament because a small part of the needle remained in the ligament instead of returning to the capio". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4), customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. A device history record review was performed, and no relevant findings were identified. If the sample becomes available this investigation will be updated with the evaluation results.